Event description:
On (B)(6) 2019, neotract was informed of a patient who underwent a successful prostatic urethral lift (pul) procedure that occurred approximately over a year ago. Post pul procedure, the patient was described to have developed clot retention requiring a catheter, which was removed several days later. It was reported that the patient went on an overseas vacation where he became ill. Upon returning to the us, the patient was hospitalized for sepsis due to a urinary infection. It was also stated that the patient was diagnosed with endocarditis, although there is lack of medical information to establish relatedness to the procedure or device. On (B)(6) 2019, neotract was notified that the patient is doing well and happy with his post pul results.